Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the tip broke. There was no associated procedure.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: tip broke off probable root cause: poor autoclave reliability. Incorrect sterilization/reprocessing procedure. Handling procedures. Use error. Manufacture date is not known. (B)(4).

Event description:
It was reported that the tip broke. There was no associated procedure.